Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an unrelated issue. Upon interrogation, the right ventricular lead exhibited low impedance. It was noted that the lead impedance was chronically low. All other lead measurements were stable and in range. No device intervention was performed. No patient symptoms were reported.